Manufacturer narrative:
The mega suture cut needle driver was returned to intuitive surgical, inc. For failure analysis. The instrument was found to have a fully broken grip cable at the proximal clevis hole. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. An additional unrelated finding was blade damage at the tip/midpoint of the blade. Both blade edges were indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the mega suturecut needle driver instrument broke intra-abdominally. All pieces were recovered. The customer advised that the instrument broke while cutting suture. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.